Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilling occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are experiencing overfill issues.

Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were returned by the customer in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilling occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are experiencing overfill issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.